Event description:
As reported by the field clinical specialist, approximately 5 years and 6 months post implant of a 26mm sapien 3 valve implanted in an edwards surgical valve in the mitral position by transspetal approach, a 2nd 23mm sapien 3 ultra valve was implanted due to stenosis. Upon review of medical records, the sapien 3 valve was successfully deployed in the mitral position with no paravalvular leak. One day post procedure echo (tte) revealed no significant mitral valve regurgitation, no pvl and a mean gradient of 10.8mmhg.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The 26mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was reviewed by an edwards internal imaging team and revealed moderate to severe prosthetic mitral stenosis with an area of 0.83cm2, leaflet motion appears to be restricted, and leaflet appears to be calcified. The commander delivery system with s3 valve was reviewed for guidance and instructions. It should be noted that the thv was deployed within pre-existing valve in mitral position. The sapien 3 thv with the commander delivery system (ds) was only indicated for replacement of native aortic valve at the time of implantation. Therefore, this was off-label operation. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration was confirmed based on the medical record/imagery evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 5 years and 6 months post implant of a 26mm sapien 3 valve implanted in an edwards surgical valve in the mitral position by transseptal approach, a 2nd 23mm sapien 3 ultra valve was implanted due to stenosis.' Per medical record review, patient had end-stage renal disease. Additionally, calcium-like deposits were noted on the valve leaflets, based on imagery review. Chronic kidney disease is known to be a risk factor for bioprosthetic valve calcification. Tissue calcification can in turn impede the proper function of leaflets (e.g. Leaflet thickening), resulting in the narrowing of effective valve area (stenosis), as reported. In this case, available information suggests patient factor (chronic kidney disease) may have contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.